Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the por message, poor comm, difficulty recharging was unknown. It seems when message is out from your illegible to my unit it works and able to charge. They further explained that cause was not determined, and it is a constant battle always to work handset and other fully charge but still indicated unable to find. A very long process sometimes works sometimes does not. The step being taken were taking it into dr's and show him what is taking place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had trouble recharging on monday however was able to figure it out and said charged implant to 100%. Patient went to turn therapy on today and having difficulty connecting to implant. Agent did not ask about the circumstances that led to the reported issue. Patient servcies reviewed navigation basics, patient received communication error and then por code. Patient tried again and received message to check battery. With instruction patient connected to implant with recharger after several attempts and received update that ins battery is 90% full and charged until 100%. Patient switched back to therapy app and communicator and attempted to connect however still having difficulty and again received the por message. With instruction, patient powered down both communicator and handset and restarted. Patient attempted to connect and was successful. Patient turned therapy on and adjusted the setting. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.